Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. Additionally, the device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500163574) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that six weeks prior to contacting customer service, she received readings on her adc blood glucose meter that were higher than she felt. Customer reported that on an unspecified date at approximately between 2:00 a.m. And 4:00 a.m., she was "half awake when (she) felt like she was jerking". Customer's husband was awakened by her movement and attempted to wake the customer, however customer was reportedly sweaty, cold, clammy, and unresponsive. Customer's blood glucose was checked and a reading of 73-74 mg/dl was obtained on the adc meter. Customer's husband called the paramedics and upon their arrival 10-15 minutes later, customer's blood glucose was checked and consecutive readings of 32 mg/dl and 24 mg/dl were obtained on the hcp meter. Customer's blood glucose was checked again on the adc meter and a reading of 70 mg/dl was obtained. Customer was treated with intravenous fluids and a subsequent blood glucose reading of 60 mg/dl was obtained on the hcp meter. Customer was advised to eat food and no transport to a hospital was required. There was no report of death or permanent injury associated with this event.